Manufacturer narrative:
(B)(4). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right tmj procedure. Subsequently, the patient is alleging to be experiencing pain and swelling in the face and near the eye. There has been no further intervention to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product and information. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.